Event description:
It was reported that the patient experienced an inadequate stimulation, and the implantable pulse generator (ipg) was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.